Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump emitted an occlusion alarm. The reporter stated that the cartridge was removed and the pump was primed by hand and the rewind, load, and prime were completed on the pump. The reporter indicated that they were no sure why it occurred. No additional information was provided. Animas attempted to contact the reporter for troubleshooting but was unsuccessful at this time. This complaint is being reported because the troubleshooting of the reported issue was not able to be completed to confirm if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: the pump black box from the time of the event was overwritten due to continued use of the device. The black box and alarm history showed no evidence of an occlusion event. During testing, the pump performed the load step without issue and was exercised for 24 hours without occlusion alarms duplicated. A force sensor calibration check was performed and confirmed that the pump was detecting force within specifications. The pump was opened and confirmed no defects were observed to the pump¿s force sensor assembly or circuit. There was no evidence of moisture or loose components inside the pump.